Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files and screen shot of service screen has been sent and analyzed by technical support. It was determined that the root cause of the issue was a user error. The blower was overheating due to lack of maintenance and filter exchange that causing the blower unit to be damaged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has blower failure issue. The customer confirmed that there was no patient associated from this event.